Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the right ventricle leadless pacemaker (rvlp) was operating in read-only mode (rom). It was noted that the rvlp was exposed to pulse field ablation. Device reset was performed and the rvlp was restored back to normal. The patient was well before, during, and after.